Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device did not pass the daily operational check for pacing. There was no report of patient involvement.

Manufacturer narrative:
One therapy pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this therapy board.